Event description:
The user in (B)(6) reported the one touch verio pro meter was giving an unspecified error message; the user was unable to provide the specific error message obtained. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the error message issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.